Manufacturer narrative:
The system was examined and the reported event was confirmed. The power distribution card was replaced to resolve the issue. There was no issue with the site¿s IV pole. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power distribution card. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that after the last procedure, the system shut down on its own. Upon restarting the system, a dark screen still appeared. There was no patient involvement.